Event description:
The customer reported an oil mist "haze" in the room. The customer stated one of the employees experienced "congestion of mucous in throat and larynx, lymph area sore, constant itching and tingling sensation, breathing in of "powder-like substance into lungs, able to taste chemicals, sleepiness, and tightness of the chest." The employee did not seek medical attention or receive treatment. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. This issue has been addressed with a customer letter related to correction & removal.